Manufacturer narrative:
All operating currents were within specification. The pump passed the displacement and self tests. No unexpected low battery or off no power alarms were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the battery was not lasting on the insulin pump. The customer stated they inserted a new battery the day prior, but the insulin pump was reading low battery the next day. The customer stated this was the second time they called in for a low battery alert. Troubleshooting found the battery did not last for more than one week. Customer's blood glucose was 8.9 mmol/l and 11.2 mmol/l at the time of the two incidents. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.